Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a right primary rp attune system to treat end-stage severe arthritis with varus deformity. The patella was resurfaced and depuy cement x2 was utilized. The procedure was completed without complications. Patient received a right revision to treat pain, swelling, and instability secondary to loosening of the tibial tray. Upon entering the knee, the surgeon encountered and excised synovitis and pericapsular scar tissue. The tibial tray was loose with complete debonding at the cement to implant interface. There was no reported product problem with the explanted tibial insert. The femoral component and patella were retained. The patient was revised with attune products utilizing competitor cement. The surgeon notes the patient required general anesthesia and additional operative staff to accommodate the patient¿s severe morbid obesity. The procedure was completed without complications. Doi: (B)(6) 2015. Dor: (B)(6) 2020. Right knee.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.